Event description:
A malfunction labeled as malf 12 was reported, and no notable events occurred before it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. They advised the customer to continue using the pump and to contact back if any malfunction code appears again.